Manufacturer narrative:
The hardware was received but it was not included in error in the initial submission. This was identified on 22aug2017. The vyaire service group received the suspect gas delivery engine (gde) for investigation and repair. The service group performed a power cycle on in the user mode, which displayed a "circuit disconnect" alarm banner. The gde was then cycled in the service mode. The calibration data was reviewed ,which found the expiratory (exp) flow transducer out of tolerance. The reported circuit disconnect event was duplicated and is associated with the exp flow transducer out of calibration. As a precautionary measure the transducer communication alarm assembly was replaced.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported performing the extended systems test (est) and passing. The customer also reported calibrating the device , which did not resolve the reported event. The customer reported the suspect device was re-worked with a replacement gas delivery engine (gde). The gde is available for analysis and a return goods authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported an unresolved "circuit disconnect" alarm during pre-use setup on this avea ventilator. The customer stated no patient involvement with this event.